Manufacturer narrative:
(H3) the investigation into the reported "aic - system self-check error" has been completed since the original report was filed. Product was returned for investigation. The console was tested after arrival and the failure mode was reproduced so when the console was turned on, it immediately output a system self check fail. The super cap on the pbm was confirmed to have corroded the pbm communication trace next to it. During data analysis. The automated impella controller (aic) logs for (B)(6) show pbm1 communication errors. The cause of the aic issue was contamination of a communication line on the pbm.

Event description:
The complainant reported that during prep, the automated impella controller (aic) failed auto test and displayed "system self-check error". There was no reported patient harm.